Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap sleeve gastrectomy the device partially fired on first application and a snapping sound was heard after that the firing has stopped. There was also poor staple formation and the staple line was incomplete at the proximal end. There was no harm caused to the patient. Current patient status is alive with no injury. The devices are expected to be returned for evaluation.